Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rt-2j was received for investigation. Only the titanium button and white loop suture were returned. In addition, two unidentifiable suture fragments were received. Visual evaluation of the device noted that the white loop suture was damaged, the loops were broken. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. Refer to investigation photos.

Event description:
It was reported that during an anterior cruciate ligament full tunnel tightrope screw surgery two tightropes ruptured. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.